Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury associated with the septum tear was due to device interacting with challenging patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue injury. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, dilated left atrium, and thin friable septum. While crossing the septum with a steerable guide catheter, a partial tear of the septum occurred due to the patient anatomy. A mitraclip xtw was selected for treatment, but lack of height was encountered with an aortic hugger due to the torn septum. The procedure was completed with one clip implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.